Event description:
It was learned, that a 21mm 3300tfx aortic valve implanted in the mitral position was explanted after an implant duration of 1 year, and 7 months due to pannus, stenosis, and regurgitation. Unknown with what valve was replaced. The patient outcome at the end of the procedure in recovery (ICU). Per additional information: other reason for intervention; extensive endocardial fibroelastosis (pannus) in la & lv.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was learned, that a 21mm 3300tfx aortic valve implanted in the mitral position was explanted after an implant duration of 1 year, and 7 months due to pannus, stenosis, and regurgitation. Unknown with what valve was replaced. The patient outcome at the end of the procedure in recovery (ICU). Additional information from medical records showed that the replacement valve was a 19mm non-edwards mechanical valve. Per additional information: other reason for intervention; extensive endocardial fibroelastosis (pannus) in la & lv.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, and h2.